Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A dreamstation bipap pro device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. The third-party service center visually inspected and evaluated the device during the device evaluation. Information received indicates that this device does contain sound abatement foam/foam particles. The device was scrapped.